Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Five (5) unused samples were received for evaluation. Upon visual inspection, four (4) of the bags did not have any visible particulate matter on either the inside or the outside of the bag, however one (1) of the bags had a brownish stain on the outside of the bag. There was not enough of the substance to analyze under ft-ir analysis, so the exact substance could not be identified. Although the substance wasn't identified, it is possible that it was generated at some point during the production process. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. As a result, this was determined to be an isolated incident, and no further action beyond notifying the production department will occur at this time. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: final container had particles inside it during the initial inspection; prior to use. No patient involvement.